Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past few months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent ipg revision procedure. Patient was happy postoperatively. Doctor did not want the device sent back.